Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed air bubbles from the diaphragm of the rbc diluent dispenser (pm2). The fse replaced the rbc diluent dispenser and zapped the apertures to resolve the bubbles and the leak. Results: rbc diluent dispenser.

Event description:
The customer reported obtaining elevated red blood cell (rbc), mean corpuscular volume (mcv), hematocrit (hct), and platelet (plt) results for four (4) patient samples involving the coulter lh 780 hematology analyzer. The customer also reported observing bubbles and a leak from the rbc diluent dispenser (pm2) which was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. The elevated results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. A review of the provided patient data indicates that patient 1 and patient 4 recovered high rbc and hct results while patient 3 and patient 4 recovered low plt results. All patient samples demonstrated hemoglobin and hematocrit (h&h) check failures with no instrument generated flags. The customer did not provide the correct results for this event. The customer stated that patient samples were not repeated on the original lh 780 and were repeated on the lh 500 hematology analyzer. The customer considered the results from the lh 500 as correct.